Manufacturer narrative:
The review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: list of additional devices implanted and explanted in this patient.

Event description:
In 2004, this patient was implanted with a gore excluder aaa endoprosthesis. In 2007, the devices were explanted due to aneurysm enlargement attributed to a type ii endoleak. The patient reportedly tolerated the conversion well.